Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. One inappropriate burst of anti-tachycardia pacing (atp) and one shock were delivered for a supraventricular tachycardia (svt) rhythm. In addition, noise oversensing on the right ventricular (rv) channel was noted post inappropriate therapy. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section e1, e2, e3 and g2. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, like the initial reporter, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, like the initial reporter, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. One inappropriate burst of anti-tachycardia pacing (atp) and one shock were delivered for a supraventricular tachycardia (svt) rhythm. In addition, noise oversensing on the right ventricular (rv) channel was noted post inappropriate therapy. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of atp delivered when not required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. One inappropriate burst of anti-tachycardia pacing (atp) and one shock were delivered for a supraventricular tachycardia (svt) rhythm. In addition, noise oversensing on the right ventricular (rv) channel was noted post inappropriate therapy. No adverse patient effects were reported. This crt-d remains in service. Additional information indicated that oversensing on the rv occurred in another episode. As a result, one burst of atp was provided, which was ineffective, followed by initiation and completion of capacitor charge. The ventricular rhythm terminated at the end of charge. During the post charge interval, ventricular pacing was temporarily inhibited for up to two seconds. Detection of two out of three slow ventricular intervals resulted in therapy diversion, and no additional pacing or shock therapy was delivered. No additional adverse patient effects were reported. This device remains in service.